Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the ipg site. Symptoms were fever and soreness at the ipg site. Antibiotics were prescribed. The physician was not sure if the patient¿s infection was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg was analyzed and no anomalies were found. Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the leads were analyzed and no anomalies were found.

Event description:
A report was received that the patient developed infection at the ipg site. Symptoms were fever and soreness at the ipg site. Antibiotics were prescribed. The physician was not sure if the patient¿s infection was device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.